Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a hospitalization for cancer. The customer's blood glucose level ranged from 180 to 400 mg/dl at the time of incident. The customer wanted to call to report that he could not get his readings down. The customer was assisted with programming his basal rates. The customer was wearing the device at the time of hospitalization. The customer was treated with insulin at the hospital. Nothing was replaced or returned.